Event description:
It was reported that the patient presented for a post-procedure follow-up. Upon device interrogation, it was noted that the newly implanted right ventricular (rv) lead exhibited loss of capture. The rv was explanted and replaced on (B)(6) 2025. The patient was in stable condition.